Manufacturer narrative:
No unexpected failed batt test alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm and failed battery alarm. The customer¿s blood glucose level was 168 mg/dl. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.